Manufacturer narrative:
This report for non-fatal serious injury/device malfunction has been stored under the covid-19 pandemic in accordance with the guidance published by FDA, postmarketing adverse event reporting for medical products and dietary supplements during a pandemic. The device has not been returned to omsc for evaluation. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. When an failure is detected in the internal circuitry of the device, the front panel led of the device turns off. Therefore, omsc guessed that the reported event was caused by the internal circuit failure due to the defect of the pressure sensor. The defect of the pressure sensor may have been caused by followings in manufacturing or repair process. Oxidation corrosion of pressure sensor electrode. Foreign matter adhering to the pressure sensor. If additional information becomes available, this report will be supplemented.

Event description:
A user reported that the device was turned on but the front panel screen of the device did not light up. Therefore, the user was unable to use the device. Reportedly, the main board of the device was defective. There was no report of patient injury associated with this event.